Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent loss of capture at maximum outputs, an increase in pacing impedances, undersensing, as well as some oversensing. Surgical intervention was performed and under fluoroscopic evaluation the lead was observed to be dislodged and hanging loosely in the superior vena cava. The lead was successfully explanted and a new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.